Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device was broken in 2+ pieces was unable to be confirmed. However, it was found that the motor does not run constantly as it was corroded. Also the resistance value of the keypad of the handcontrol set was out of specifications and the contacts of the keypad were corroded. Also the protective conductor resistance (insulation resistance) of the motor cable was out of tolerance and the cable was defective. Also the drill mounting mechanism and the head of the device were found to be defective. Also the device was found to be leaky and there were damages due to presence of moisture inside the device. The defective drill mounting mechanism 1.0 was replaced by 1.25 and the motor, motor cable and the handcontrol set were also replaced to correct the identified failures. The device was cleaned, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and keypad contacts and would have caused the damage to the motor cable. The corroded motor has a tendency to stick and not turn. The damage due to corrosion may have also caused the device to become leaky during operation. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 07/18/2016 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during service the micro tornado hp w handcontrol is broken. The shaver is leaking. No additional information provided.